Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. The caller confirmed that the malfunction code did not recur after the reset, and they were advised to continue using the pump and to contact support if the issue reappeared.